Event description:
It was reported that the customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. The customer stated that her pump is working properly. The customer stated that the incorrect basal rates that she had programmed in the insulin pump were the cause for high blood glucose levels and hospitalization.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.